Event description:
Ever since I got implants, my health has dramatically went down hill including having cancer twice over hashimoto's, enlarged liver, heart palpitations, swollen lymph nodes, chest pain, and currently undergoing pet scans with nuclear medicine, severe food allergies and stomach problems. I'm on my 7th surgery since I got implants in 2015 and I'm (B)(6). I have numbness in my limbs and extreme migraines, my white blood cells are elevated and drs could never figure out why I am waiting for my surgery date to come up to explant. I believe in my heart these medical devices have took a toll in my body and quality of life, no prior health issues before implants, my body has also rejected my left implant twice now. I have extreme fatigue and muscle weakness with shortness of breath. Also had a complete hysterectomy at age (B)(6). FDA safety report ID# (B)(4).